Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the bi-polar forceps was used in a surgical procedure and it was noted that after the procedure, the device was past its expiration date. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that the bi-polar forceps was used in a surgical procedure and it was noted that after the procedure, the device was past its expiration date. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.